Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported single gripper actuation issue (difficult to open or close). Additionally, the harness was observed to be pinching the gripper cover and the gripper cover was observed to be bulky/looses. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information and the results of the returned device analysis, the reported single gripper actuation issue and observed bulky gripper cover appear to be due to the harness pinching the gripper cover; however, a cause for the pinched cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3-4 and thin leaflets. One clip was successfully implanted. To further reduce mr, an ntw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. An additional ntw was inserted, and grasping was performed. However, after the leaflets were grasped, the mean pressure gradient increased to 15mmhg. The physician decided to remove the clip and discontinue the procedure. Mr was reduced to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.